Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, the device history record (DHR) was not reviewed. Based on the information received, a definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through medical records, edwards learned that a patient underwent an unplanned aortic valve replacement due to a distortion of the aortic annulus which lead to aortic insufficiency. The native aortic valve had nodules on each of the cusps and the cause for the insufficiency was not clear. However, the surgeon noted that probably the distortion of the aortic annuls was related to the implanted 29 mm edwards bioprosthetic mitral valve. At that time, the patient was (B)(6) years old female who had a previous mitral commissurotomy of approximately 30 years ago. Patient has a history of chronic atrial fibrillation and unfortunately, patient ignored her advanced heart disease despite being told she needed surgery. She also had extensive ascites, peripheral edema, and cardiac cachexia with wasting. Eventually, she was hospitalized with terminal heart failure. Operative findings, the heart and great vessels were remarkable for left atrial dilatation. In particular, the left atrium was over 11 cm and was most likely the largest left atrium the surgeon has ever seen. The native mitral valve was heavily calcified and the chords and valve leaflets were removed in order to replace the valve. The tricuspid valve annulus was significantly dilated. The patient received a mitral, aortic and tricuspid bioprosthetic valves.